Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that, when inserting the enterprise vrd (enc403000/lot unk) into the prowler select plus 150/5cm (psp/606-s255x / 17198164)., the physician experienced a severe resistance at the va. He stopped inserting and withdrew the complaint vrd with psp. Instead, an enterprise2 23cm (lot unknown) with another prowler were successfully placed at the target lesion site. It was also reported that, when inserting the prowler into the cerulean, the delivery was not very smooth although it was completely inserted. The physician could not specify which instrument had caused the resistance. The replaced e2 was shorter than the complained one, thus it could be no resistance when inserting. The procedure was completed without further issues. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the vrd observed in the mc. The complained enterprise will be returned for analysis, but the prowler was discarded. After the event, no damages noticed on the device (kink, bend, stretched, fracture, separate, etc.), and the vrd was still attached when the enterprise was withdrawn from the patient. However, the vrd was detached after the procedure. Nevertheless, the vrd will be returned as well. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ba-tip, approached from the rt-fa. The patient¿s sex and dob was unknown, whose vessels were consecutively and heavily torturous at va but the calcification level was not available. A guiding catheter by medikit (4f cerulean), a micro catheter by prowler select plus (lot unknown), a y-connecter (model unknown), and a dcb by enpower (lot unknown) were used for this procedure.a non-sterile unit of enterprise2 4mmx30mm no tip was received inside of a plastic bag. Pouch of lot # 10506990, part # enc403000 was received with a coil dispenser, introducer tube and delivery wire inside of it; stent was received attached on the mylar outside of pouch. On delivery wire a kink condition was observed at 5 cm from distal tip. On stent no damages were observed. Microcatheter involved was not received. Functional analysis cannot be performed due to stent was received deployed. Delivery wire and stent were inspected under vision system and the damage on the delivery wire was confirmed (kink). On stent no damages were observed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The prowler microcatheter was not available for analysis, and the DHR indicated that the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the failure reported by the customer as ¿delivery wire/ resistance/friction with loss of cerebral target position¿ cannot be evaluated correctly due to stent was received deployed and functional analysis could not be performed. The exact cause of reported event as well as kink condition observed could not be conclusively determined; however, per analysis procedural factors might have contributed with the cause of the failure reported by the customer. Without the prowler microcatheter, the reported event could not be confirmed. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time. This is one of two products associated with reports numbers 1226348-2015-00004 & 1058196-2015-00155.

Manufacturer narrative:
(B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This one of two product associated with MDR 1058196-2015-00155.

Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
UDI: lot number unknown. (B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that, when inserting the enterprise vrd (enc403000/lot unk) into the psp, the physician experienced a severe resistance at the va. He stopped inserting and withdrew the complaint vrd with prowler select plus 150/5cm (606-s255x / 17198164). Instead, an enterprise2 23cm (lot unknown) with another prowler were successfully placed at the target lesion site. It was also reported that, when inserting the prowler into the cerulean, the delivery was not very smooth although it was completely inserted. The physician could not specify which instrument had caused the resistance. The replaced e2 was shorter than the complained one, thus it could be no resistance when inserting. The procedure was completed without further issues. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There was no unintended detachment of the vrd observed in the mc. The complained enterprise will be returned for analysis, but the prowler was discarded. After the event, no damages noticed on the device (kink, bend, stretched, fracture, separate, etc.), and the vrd was still attached when the enterprise was withdrawn from the patient. However, the vrd was detached after the procedure. Nevertheless, the vrd will be returned as well. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ba-tip, approached from the rt-fa. The patient's sex and dob was unknown, whose vessels were consecutively and heavily torturous at va but the calcification level was not available. A guiding catheter by medikit (4f cerulean), a micro catheter by prowler select plus (lot unknown), a y-connecter (model unknown), and a dcb by enpower (lot unknown) were used for this procedure.